Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the elective replacement indicator alert exhibited by the pulse generator. During interrogation the device went into backup operation. Device settings could not be restored due to its low battery status. The patient was stable, and a generator change was scheduled.